Manufacturer narrative:
(B)(4)

Event description:
It was reported that the during a scheduled device change out procedure, upon removing the pulse generator the physician noted the right ventricular lead exhibited an insulation anomaly. The lead was capped and replaced. The patient did not experience any symptoms during the procedure and was doing well during the post surgery check.